Manufacturer narrative:
The following device was also listed in this report: 6.5 low profile hex screw; cat# unknown; lot# unknown. It cannot be determined if this device may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon notified rep that x-rays 6 months post op show a screw passed completely through the acetabular shell in the patient's right hip. It is not known at the time of report if the screw was implanted that way. The surgeon has not reported a plan to revise the patient at the time of report.